Event description:
An altitude alarm was reported on the customer's pump, which had occurred approximately four times over the past six weeks. The issue caused the customer's blood glucose level to exceed 500 mg/dl, displaying as "high." The customer administered a correction injection via multiple daily injections (mdi) and did not require assistance from any third party. Technical support provided tips to prevent further altitude alarms, and the customer was able to resume insulin delivery with the original cartridge without needing a replacement.